Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision had been scheduled for november. Patient was reported to be doing fine, but was not receiving effective therapy.

Event description:
It was reported the ¿left testing wire¿ broke. The broken ¿wires¿ were not removed. It was thought that the insertion needle ¿cut off¿ the wire. The patient had a stage 1 trial and went on to the full implant. No hospitalization was reportedand the patient recovered without sequelae.

Event description:
Additional information received reported the lead broke during removal and a portion remains in place.

Manufacturer narrative:
(B)(4).